Manufacturer narrative:
(B)(4). Method: the complaint rt013 adapter was returned to fisher & paykel healthcare (f&p) regional office in (B)(4) and was inspected by a trained f&p technician. Results: during the inspection, it was found that the tubing was torn on the distal end. Analysis suggests, the tubing of the rt013 was found to be pulled apart near the circuit connector. Conclusion: from this information it appears that the reported issue is user related, rather than an inherent device failure. All rt013 mask interface adaptors are visually inspected for defects prior to leaving production. Those that fail this inspection are rejected. The user instructions which accompany the rt013 contain the following warning: do not crush or stretch tube.

Event description:
A healthcare facility in (B)(4) reported via a fisher & paykel healthcare (f&p) representative that the rt013 tube interface adaptor was damaged. There was no reported patient involvement.